Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was 133 mg/dl. Reportedly, the customer did not have a form of back up insulin therapy. Tandem technical support advised the customer to contact their healthcare provider to obtain a method of back up insulin therapy.